Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to user error, sizing issue and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.additional information: d3

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that a patient had an intertan nail previously implanted, but this had failed. On (B)(6) 2021, had a revision. The patient is morbidly obese, and on opening was showing infection markers. The surgeon sent aspirate away for culture and rebuilt the neck using fibula allograft. He reamed to 13mm and a 13mm nail was mistakenly chosen (11.5mm was the intended size). He realized this when inserting nail, and back slapped the nail. At this stage the gig disconnected and fell on the floor, which caused a delay while this was re-sterilized (part of the instrument was re-sterilized, not the device. Delay of approximately 2 hours). The procedure was completed with the correct nail, lag and compression screws inserted and locked with the set screw. The intertan nail has failed again, with the lag screw backing out again even though it was locked. Further revision surgery plan is unsure at this stage. No further information will be available.